Event description:
It was reported that the ventilator turned off with 20 minutes of battery time left. There is no patient information available at this time. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was found that the plug and play back plane pc board was not charging the batteries. The plug and play pc board controls charging and discharging of the battery modules that are inserted in the plug and play unit. The pc board was replaced and returned for investigation. Investigation of the returned pc board found that an internal dc supply voltage used for the battery voltage monitor was too low. This caused the inability for battery charging. It was not determined which component was the cause for the failure. The estimated remaining battery time in minutes is displayed on the user interface and the battery modules status is continuously monitored by the ventilator. Alarms will be generated when the estimated remaining battery capacity has decreased to a certain level. Information received from the hospital stated that 6 batteries were used at the time for the event and that the batteries were not fully charged prior to use. The total battery capacity at the time when the device was unplugged from mains power was 50 minutes. Later on when the capacity had decreased to 20 minutes and the therapist attempted to replace one battery module,then the device shut down. It may have been the battery with capacity left that was removed and the device therefore shut down due to low power, but we have not been able to determine that. The cause of the batteries not being fully charged was the confirmed fault on the plug and play pc board.

Event description:
(B)(4).